Event description:
It was reported that patient had progressively development worsening of shortness of breath and altered mental status. Emergency medical services were called and noticed patient was acutely hypoxic with oxygen saturation in the 60s and they were unable to obtain a blood pressure when they arrived at patient's home. Ems intubated the patient at home and briefly started on levophed. When lifestar arrived, the plan was to transport the patient to (B)(6), but due to inclement weather and daughter's request was rerouted to (B)(6) medical center in (B)(6). The patient is hooked up to and left on wall power and back up batteries placed in charging dock. All equipment checked. Patient currently has 7 batteries, 3 clips, back up controller and mpu at bedside. Driveline integrity checked with no issues and dressing is cdi. Lifestar stated that the patient's daughter did not report any lvad related issues prior, but no family is currently at bedside at this time. The patient required emergent intubation. The ventilator settings were set for assist control/volume control. Respiratory rate was at 16, tidal volume was at 440, positive end expiratory pressure was at 8, fraction of inspired oxygen was at 40% with arterial blood gas at 7.89, partial pressure of carbon dioxide at 33.1, partial pressure oxygen at 99, bicarbonate at 20.3, and oxygen saturation at 98%. Log files were submitted for review. The event log file captured power sources being switched from mobile power unite power to battery power on (B)(6) 2025 at 18:57:28 and 19:06:09. In between that time, a driveline disconnect was captured at 18:59:34 which led to a brief pump stop. A no external power alarm was also noted due to both system controller power leads being disconnected from power. The emergency backup battery operated the system as intended during the no external power events. The pump appeared to be operating as intended with no pump issues noted in the file.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Corrected data: section b1: included product problem for type of report. Section h6: health effect - impact code corrected. Manufacturer¿s investigation conclusion: review of the submitted log files confirmed a pump stop event associated with driveline disconnect. A specific cause for the driveline disconnect could not be conclusively established through this evaluation. Additionally, a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. The controller event log file contained events from 03may2025 through 06may2025. On 06may2025, the driveline was disconnected once causing the pump to stop. The pump stop event was associated with driveline disconnect, left ventricular assist device (lvad) off, and low flow hazard alarms. Following reconnection of the driveline, the pump resumed operation at the fixed speed without issue. The pump appeared to function as intended at the fixed speed while the driveline was connected. Multiple attempts were made to obtain additional information regarding the reported events; however, no additional information has been provided by the account. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further events reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), rev. D and the heartmate 3 patient handbook, rev. D are currently available. The current revisions of the IFU and patient handbook can also be found on the electronic IFU page of the abbott website. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including neurological events (not stroke related), that may be associated with the use of the heartmate 3 left ventricular assist system. Section 2 of the IFU, "system operations" (under "system controller warnings and cautions"), and section 2 of the patient handbook, ¿how your heart pump works¿, state "check the system controller driveline connector to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump stops. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation." Additionally, section 2 of the IFU, under "connecting the driveline to the system controller", provides instructions on connecting/disconnecting the driveline to/from the system controller and making sure that it is fully and properly inserted into the system controller socket. The patient handbook also explains that the pump cannot run without power. Section 6, ¿patient care and management¿, lists neurological dysfunction as a potential late postimplant complication. Furthermore, section 5 of the patient handbook, "alarms and troubleshooting", and section 7 of the IFU, "alarms and troubleshooting", address system alarm conditions as well as the appropriate actions associated with each condition. Section 8 of the patient handbook, ¿handling emergencies,¿ also provides examples of emergencies and the proper actions to take in the event an emergency occurs. The IFU and patient handbook contain various sections regarding events/actions which would lead to a pump stop, including driveline disconnection. Appropriate responses to these situations are also outlined in these documents. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.